Manufacturer narrative:
The field service engineer provided customer training on replacing the pinch valve tubing. After service, there were no further issues reported by the customer. Per product labeling, "replace the pinch valve tubing according to the frequency below, regardless of the type of pinch valve on the analyzer. Every month when the system is in sample reception mode. Every two months when the system is not in sample reception mode." The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cea assay results for one patient tested on a cobas e411 disk. On (B)(6) 2021, the patient's initial and first repeat cea results were not reported outside the laboratory. The customer performed qc and the results were low and below the test range. The customer replaced the pinch valve tubing and performed repeat measurements. The customer had a system alarm and discovered the sipper nozzle was dripping liquid. The customer replaced the sipper nozzle tubing, but the sipper nozzle still dripped liquid. The field service engineer replaced the pinch valve tubing and performed qc with no issues. On (B)(6) 2021, the customer performed a repeat measurement with the patient's sample. Below are the patient's results: on (B)(6) 2021, the patient's initial cea result was 0.200 ng/ml with a data flag. The patient's first repeat cea result was 0.200 ng/ml with a data flag. On (B)(6) 2021, the patient's second repeat cea result was 10.8 ng/ml. The customer determined the patient's cea result of 10.8 ng/ml was "okay." The cea reagent lot number and expiration date were requested but not provided.